Event description:
Curlin 6000 cms pump hookup began in the (B) (6) clinic. Upon starting the pump, it overheated and it was determined that the pump should be stopped. The chemotherapy infusion was began at a later time due to pump malfunction. This is the 3rd similar pump malfunction noted by our location in the last 4 weeks. Dates of use: 46 hour chemotherapy. (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: chemotherapy.